Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - there were no anomalies found. Battery voltage appears to be above the implant voltage minimum of 2.85 v. The last battery measurement was recorded as 2.8993 v.

Event description:
It was reported that prior to attempted implant of the device showed low initial voltage at interrogation prior to implant. Therefore the device was not implanted. No patient complications have been reported as a result of this event.